Event description:
Patient stated she had a bad syringe that was leaking medication and fell and poked her in the foot. Unknown if pt missed a dose or experienced an adverse event due to leaking syringe. Unknown if defective device is available for return. Lot number unknown. Reported to (B)(6) by: patient/caregiver.